Event description:
It was reported that during a diagnostic procedure, a spiral dissection of the rca occurred. The pt went to surgery. Pt status is listed as "okay". It is unclear how the catheter performance is related to the incident.